Event description:
It was reported to philips that the device has an etco2 calibration error. There was no patient involvement.

Event description:
It was reported to philips that the device has an etco2 calibration error. The bench technician evaluated the device and confirmed it needed a co2 module. Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. It was replaced. The co2 could be calibrated and the device passed testing and was put back into service.